Event description:
It was reported that an unspecified bd¿ blood collection tube was produced erroneous results during use.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ blood collection tube was produced erroneous results during use.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that an unspecified bd¿ blood collection tube was produced erroneous results during use.